Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event description as reported, prior to a flexible ureteroscopy, an ncircle delta wire tipless stone extractor would not close completely. The device did not make contact with the patient. A new same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation - evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in open packaging to cook for investigation. The handle was partially open and basket formation was partially open. There was a kink in basket sheath 2mm from support sheath and the handle does not actuate basket formation to the closed position completely. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible the basket sheath was inadvertently damaged. However, there was not enough evidence to conclusively determine the cause of the issue. A functional test found the basket would not fully close, and would over extend in the open position, indicating damage to the basket sheath. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a flexible ureteroscopy, an ncircle delta wire tipless stone extractor would not close completely. The device did not make contact with the patient. A new same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Initial reporter postal code: 510000. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.